Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported to philips that the device would boot up automatically after it was shut down. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the reported problem. The asp replaced the cpu (central processing unit) board to resolve the reported problem. The device passed testing, inspection and was confirmed to return to full functionally.